Event description:
It was reported via repair work order that the brakes could not fully engage due to missing brake assembly actuator shaft. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.